Event description:
A consumer had essure inserted for prevention of pregnancy. In 2011, she had severe left side pain. She went to multiple gynecologists and no one would listen to her. Three doctors did an ultrasound and a CT (computed tomography) scan. The coil on left side migrated down into uterus and through the wall and into abdominal wall. Both coils were removed on (B)(6), 2014. Massive reconstructive surgery was done. The coil broke apart in the abdominal wall. Surgery was five hours long. She has loss of feeling on left inner thigh. No further details were reported.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs